Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 d4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified signs of use (scratches and nicks), bio-debris present. The device fractured at the weld location. No device returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.